Event description:
Patient was implanted with a synchromed infusion system for the treatment of intractable spasticity. Hcp reported that the patient experienced sudden spasticity and had the "pump line checked". The testing showed that the catheter had been sheared off. The patient was taken to surgery to replace the catheter line. Hcp reported that the patient recovered without sequelae.